Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a piece of the aspiration needle detached during a therapeutic endobronchial ultrasound (ebus) procedure. After the procedure, the patient was taken to recovery for further observation. While post-procedure coughing was noted as expected, the patient later experienced a sudden cough, producing a small amount of blood along with a 2 cm plastic tube. No further complications were reported, and the patient was safely discharged from recovery.

Manufacturer narrative:
New information: b5, h2, h4, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. The investigation was performed based on provided information and the three images provided and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a plastic part (pebax) of the needle component seems to have came off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the procedure was completed with the same device.